Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the patient did not hear a low-glucose alert overnight and later contacted support for guidance on making alerts louder, was advised to download the associated app to adjust alerts, and was at 122 mg/dl at the time of the call. Symptoms included hypoglycemia with a reported glucose value of 54 mg/dl. Outcomes included treatment of the low glucose with oral carbohydrate and no hospitalization. Investigation included complaint intake, product use review, and user education on alert configuration. Investigation of this case revealed user difficulty hearing alerts, and device hardware and software issues were not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.